Event description:
The patient was having high blood glucose levels and they wanted to know how to check the pump to make sure it was working correctly. They were instructed to reprime the pump and check its history. The basal rate was not exactly what they had thought it had been. There were two days when the basal rate was six units different than other days. The patient said that they do not use a temporary basal or suspend. The patient was hospitalized with a bg of over 1000 mg/1.